Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an underpad. The customer stated that a patient has burns after using the wings product. They treated him with a topical medication (anit fungal, lotrimin). Then he had a 10 day course of prescribed diflucan. The area is extremely red and peeling. It is where the pad touches the skin on the buttox, upper thigh and lower back. The customer has been using these pads for months and this is the first time this has happened. The nurse stated that this redness started right after the pad was changed to a bright blue. The patient is a quadraplegic.